Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the infection treated? What type of medication? Dose? When (date) administered? Location of dehiscence in relation to the tape. What was done to address the 1 cm dehiscence? Was the product removed? If yes, what was the incision condition at the time of removal? Was another method used to close the incision? What is the most current patient status? Initial procedure name. Initial procedure date. Location and incision size of product application? What prep was used prior to prineo use? This file was reviewed by a cross functional team during the weekly ae review and the following was requested : please describe how the adhesive was applied on the tape? Was the mesh placed over the entire length of the incision? Was incision re-prepped before closure? If so, with what? If so, was the prep allowed to dry? Was a dressing placed over the incision? If so, what type of cover dressing used? Do you have any pictures? What is the physicians opinion of the contributing factors to the reaction? Patient demographics: initials / ID; age or date of birth; bmi ; gender patient pre-existing medical conditions.

Event description:
It was reported that the patient underwent a surgical procedure on the shoulder wound on unknown date and the topical skin adhesive was used. Three weeks following the procedure, the patient experienced wound dehiscence under the topical skin adhesive and developed infection/ mrsa. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 01/16/2017. (B)(4). Additional information was requested and the following was obtained: how was the infection treated? Washing with 6l of salt solution. What type of medication? Dose? When (date) administered? Antibiotherapie (no more information was given). Location of dehiscence in relation to the tape 1st cm proximal. What was done to address the 1 cm dehiscence? Recovery of the prosthesis with replacement of pe and glenosphere with new suture. Was the product removed? If yes, what was the incision condition at the time of removal? Nothing visualized except the abscess. Was another method used to close the incision? Suture + staples. What is the most current patient status? Unknown. Initial procedure name. Total invers shoulder prosthesis. Initial procedure date unknown. Location and incision size of product application? ± 15 cm. What prep was used prior to prineo use? Unknown. Please describe how the adhesive was applied on the tape? Unknown. Was the mesh placed over the entire length of the incision? Yes. Was incision re-prepped before closure? If so, with what? If so, was the prep allowed to dry? Unknown. Was a dressing placed over the incision? If so, what type of cover dressing used? Unknown. Do you have any pictures? No. What is the physicians opinion of the contributing factors to the reaction? The physician doesn¿t attribute the infection towards the placement of the prineo. Patient demographics: initials / ID; age or date of birth; bmi ; gender unknown. Patient pre-existing medical conditions unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot numbers ked069 and kge668 were reported. The second lot number does not correspond to prineo 22, can you clarify lot numbers?